Manufacturer narrative:
The insulin pump was received with cracked end cap and missing the keypad overlay sticker. Unable to confirm intermittent button or perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to missing keypad overlay. The insulin pump had cracked case on the display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that ems took the customer to the hospital for a high blood glucose of 1,350 mg/dl and kidney failure on (B)(6) 2016. The patient has been hospitalized for a few days; her condition has stabilized but she was still hospitalized at the time of call. The patient mentioned that the insulin pump buttons stopped responding after receiving an unspecified error. The customer did not recall any significant events leading to the keypad anomaly. The insulin pump was returned for analysis.